Event description:
Patient had an annuloplasty ring implanted on during mitral valve repair in one year ago. Patient began experiencing symptoms of mitral valve regurgitation again 4 months later. CT scan imaging indicated that the ring was displaced into the abdominal aorta. No injury associated with displacement. Device has not been explanted to date as patient will require medical optimization prior to repeat surgery.

Manufacturer narrative:
Not returned to manufacturer. Device not explanted.

Event description:
Patient had a memo 3d rechord semirigid annuloplasty ring implanted during a mitral valve repair on (B)(6) 2016. The patient's postoperative course was unremarkable other than some paf which had resolved by the time of discharge. Patient began experiencing symptoms of mitral valve regurgitation again 4 months later. Echo performed showed severe mitral regurgitation with no comment on the ring. A re-do surgery was planned with another institution for (B)(6) 2017. In (B)(6) 2016 the patient had appendicitis and CT scan imaging indicated that the ring was displaced into the abdominal aorta. No injury associated with displacement. A mitral repair with a physio ring was performed in 2017. The memo 3d rechord has not been explanted to date and remains in the patient, as per the manufacturers last update there is no plan to retrieve at this time.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no further investigation can be performed at this time, and the root cause of the event cannot be determined.